Manufacturer narrative:
(B)(4). The complaint device or data have not been received for evaluation. The customer complaint cannot be confirmed. A root cause could not be determined. Additionally it should be noted that diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, that on (B)(6) 2015, when their blood glucose (bg) went down to 26mg/dl. Patient also reported their low alert is set at 100mg/dl. Patient reported no audio output was heard from receiver at the time of the a hypoglycemic event, resulting in a seizure. Patient reported that the continuous glucose monitor (cgm) system and the finger stick (fs) values were both the same prior to event. Patient stated her blood glucose (bg) dropped to 26 mg/dl within 5 mins of taking a (bg) reading of 301 mg/dl. At the time the paramedics arrived to assist the patient, they reported her bg reading was 26mg/dl. Paramedics transported the patient to the hospital and tested the patients bg which was at 90mg/dl. Treatment at hospital is unknown. At the time of patient contact, patient reported her condition was good. No additional information event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.